Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported when they are trying to sleep they are getting a tingling electrical feeling that wakes them up. Patient stated they feel it all in their pelvic area and everywhere else. Patient also stated they are feeling it in both legs and the right leg gets worse. Patient reported it feels like they stuck their hand in an electrical thing and got shocked and it is now in the pelvic area. Patient later described the sensation as it feels like if you have neuropathy. Patient stated they were told it would take some time for their body to get used to the stimulation but they are reluctant to increase their stimulation to 'the next level' as they were told if they are feeling this way right now. Patient later stated they have been feeling a tingling sensation since the implant was put in, and that is ok, but now it is interfering with their sleep. The patient was redirected to their healthcare provider to further address the issue.